Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing, intermittent instances of both low and elevated blood glucose (bg) levels. Elevated bg level displayed as "high" (although specific value not provided), lowest bg level reported was 50 mg/dl. Cause was unknown. Customer addressed bgs level by consuming carbohydrates or administrating a correction bolus via pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.